Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited varying pacing impedance, increased short v-v episodes, and noise on high rate non-sustained episodes. The rv lead triggered a lead integrity alert (lia). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.